Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2014, a 3.0x18mm xience prime stent was successfully implanted in the distal circumflex (cx) coronary artery lesion. In (B)(6) of 2017, the patient was hospitalized. Reportedly, the area before the heart was unwell, precordial distress. A stent was implanted in an unspecified coronary artery and medication was provided. It is unknown if stenosis was in or within 5mm of the implanted xience prime stent. The event resolved without sequela and the patient was discharged from the hospital. Per study physician, it is unknown if the event is related to the device. There was no reported device malfunction. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, ischemia, and stenosis are listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to circumstances of the procedure as the patient was hospitalized and a stent was implanted in an unspecified coronary artery and medication was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, additional information was received:the patient experienced pain in the precordium and presented with sweating. It is unknown if there was ischemia and/or stenosis. Per the study physician, the event remains unknown if related to the device.